Manufacturer narrative:
D4: expiration date: update to n/a. E1: initial reporter phone no.: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up into a non-dehp extension set which was also leaking air into the filter and leaking fluid from an unspecified location. This event was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.